Event description:
During a stenting procedure in the proximal rca, inflation difficulty and stent dislodgment occurred. The cypher sds was delivered to the target lesion by direct stenting without resistance. Pressure was applied to the sds and physician confirmed the contrast medium flowing into the balloon, but the balloon would not inflate at all, even at 9 atmospheres of pressure. Therefore, the sds was deflated once and inflated again up to 10 atmospheres, but again there was no inflation observed. There was no contrast medium leakage or the backflow of blood into the inflation device observed. Therefore, the physician attempted to retrieve the sds from the pt. While the sds was being retrieved from the lesion, the stent dislodged onto the guidewire at the tip of the guiding catheter at the ostium of the rca. The dislodged stent was retrieved safely by a gooseneck snare and the entire system was then retrieved as one unit. A new system was inserted and a taxus stent was implanted by direct stenting at nominal pressure. Post-dilation was conducted and the procedure was finished successfully. The ratio of the contrast medium to saline use was 1:1. The physician commented that the probable cause of the stent dislodgment was due to the slightly dilatation of the stent that occurred when pressure was applied twice, and because the stent became caught at the tip of the guide catheter while being removed. It was also noted that the sds balloon was inflated outside the pt with the stent no longer on it, and there was no problem inflating the product. The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delvery systems.